Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Externalized conductors were observed on the right ventricular lead. Electrical function of the lead was tested and no anomalies were found. The physician elected to reuse the lead. The procedure was completed successfully and the patient was stable throughout. Patient will continue to be followed normally.